Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The cause of the optical signal issue was not determined as the failure did not reproduce with the returned product and since data logs were not returned for investigation. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that a ¿placement signal not reliable¿ alarm triggered during impella cp support. It was noted that the placement signal readings were outside of normal parameter. The device was successfully weaned and explanted. No patient harm was reported.